Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot # ? Do you have any pictures of package or box? Is there an indication of how the product was distributed? Is there any indication of the source? Was another type of scanner used, to attempt reading the labels? What type of bar code is being scanned? Do you think there were any changes /updates to packaging/design etc?

Event description:
It was reported that prior to a procedure, a discrepancy between the inside package and the suture box was noticed. No patient involvement occurred. Additional information has been requested.